Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted on (B)(6) 2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The product was evaluated. An external visual inspection was performed and failed due to sensor wire is detached from sensor pod. The allegation of missing sensor wire is not confirmed; however, sensor wire is detached from sensor pod was found and confirmed per product evaluation. The probable cause could not be determined post investigation. No injury or medical intervention was reported.